Event description:
The following has been reported: (B)(6); "reports error with cassettes being loaded, hard reset did not resolve the issue. This one has a weird sound when cassette is loaded like the internal piece is stuck." Was not infusing. No patient harm. Confirmed multiple sets were tried, and pump still errored. An initial review of the device logs reveals the following: mechanical hardware failure (av spring cage). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. During investigation the complaint was confirmed. While powering up pump there was no initial alarms and while putting different cassettes the fva pins were not actuating, a grinding sound was coming from fva motor, and wasn't recognizing the cassettes. Upon internal investigation the fva motor was swapped out to verify failure. Final acceptance test was conducted and passed with new fva motor, no additional alarms or failures. Fva motor will be replaced during repair.